Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted at the hospital due to infection. Reportedly that the system was scheduled to be explanted next day. This is considered as life threatening situation as surgical intervention is needed to resolve the issue. Additional information confirmed that defibrillator was explanted. No additional adverse patient effects were reported.